Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. Additional information: the device is not available for return.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the hemolysis was not determined due to lack of sufficient clinical details, inconclusive evidence from the data logs, and unreturned product for further investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp device was placed through the right femoral artery in a patient with cardiogenic shock. Imaging identified a thrombus in the right common femoral artery, which was removed by thrombectomy prior to device support. During impella use, laboratory results raised concern for hemolysis, and mottling was observed in the lower extremity on the side of implantation, although doppler pulses were present. Due to these findings and concern for limb perfusion, the physician elected to remove the impella device and escalate support to extracorporeal membrane oxygenation.